Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25g 1in and syringe separate. This occurred on 100 occasions. The following information was provided by the initial reporter: the needle has come away from the syringe some three events.

Event description:
It was reported that needle 25g 1in and syringe separate. This occurred on 100 occasions. The following information was provided by the initial reporter: the needle has come away from the syringe some three events.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.